Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan otr was implanted on (B)(6) 2017 and revised on (B)(6) 2018 due to an infection.